Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with unspecified oversensing on the right atrial lead. The lead was capped and replaced on (B)(6) 2023. Patient status was not reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2023-11970, the same event was previously reported as 2017865-2023-11821.